Event description:
It was reported: "the dr. Converted a hemi arthroplasty to a total hip arthroplasty. Exposure was made the uni-polar head was removed. The trunion was covered and the acetabulum preparation occurred. A competitive cup and 36mm liner was implanted. A c-taper 36mm head was then implanted on the remaining secure-fit stem after trialing."

Manufacturer narrative:
The exact cause of the event could not be determined because, despite repeated requests for further information, the reported device was not identified and patient or clinical information was not made available to the investigation. No further investigation is possible at this time. No items associated with the event were returned to stryker orthopaedics. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.